Event description:
Rn reports a onetime event of syringe leaking when using chemolock spinning spiros on syringe. Seems that liquid leaking somewhere around spiros piece. ICU medical product ref (B)(4).